Event description:
It was reported that this lead was an attempted implant due to the physician believed he cut the lead while suturing. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updating h6 evaluation conclusion codes.

Event description:
It was reported that this lead was an attempted implant due to the physician believed he cut the lead while suturing. A new lead was successfully implanted. No additional adverse patient effects were reported.